Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -7.50 into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a same length/model lens due to refractive surprise. Reportedly, "the patient complained of difficulty seeing up close, but after replacement, they were able to see up close clearly." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 device evaluation: the lens was returned with moisture and residue/debris in a microcentrifuge vial. Visual inspection found fibre on the lens surface and no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4).